Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/undefined pacing impedance and was oversensing non-physiologic noise which resulted in inappropriate therapy being delivered. The lead was believed to be fractured and was capped and replaced. No further patient complications have been reported as a result of this event.